Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle devices using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The use of a 9f sheath was continued and the tavi procedure was completed. Reportedly post procedure, the suture of the first prostyle device was successfully advanced. After advancing the second prostyle device, the access site was still not dry. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.